Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances related to this failure were found. The returned product evaluation confirmed the damage to the guideliner. The guideliner shaft was stripped off the pushrod from the arrowhead down to the rx lumen. The most likely cause for this damage is from the snare loop wrapping around the catheter and being pulled forcefully, stripping the catheter from the pushrod shaft.

Event description:
Percutaneous peripheral intervention was performed for the right limb (between the right superficial femoral artery (sfa) and right popliteal artery (pop). The lesion was with 80% stenosis, slight tortuosity, severe calcification and severe curvature. This patient had undergone ppi in the past, and some stents had been already implanted in both limbs (one for left iliac artery, two for right iliac artery, and one for right sfa). The balloon catheter was inserted from the left access site; however it was unable to pass through the aortic bifurcation due to its sharp angle. Guideliner was used for the support, and the balloon was successfully reached to the right limb. Guideliner was also advanced to between right sfa and right pop artery. The balloon catheter crossed the lesion and the balloon was inflated. Balloon inflation was performed several times. When the balloon was inflated for 15 seconds with 12 atms for the last time, it then ruptured. The physician tried to remove the balloon, but it got stuck. It was also unable to retract into guideliner. Finally, the balloon catheter broke off (possibly inside the previously implanted stent on right sfa). The physician tried to retract the broken part of balloon catheter with a snare catheter, but it failed. Guideliner was also pulled while attempting snaring, guideliner broke off at the connection of the pushrod and half-pipe. Half-pipe was stretched. Surgical operation was performed, and all broken parts were finally removed. All parts were retrieved from the hospital. Note: guideliner was cut at rx lumen during the surgical operation, and this cut part (about 5 cm long) will be also returned. Physician's comment: advancing guideliner through sharp angle of aortic bifurcation could contribute to this issue. In addition, stents were previously implanted in both limbs, so guideliner may have been stuck at the edge of one of the stents.